Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string broke off and had to use other methods to manually remove the tampon. Multiple attempts made to further obtain information regarding the usage of product however no further information has been received.